Event description:
It was reported that this lead dislodged nine days post implant. Surgical intervention was undertaken. An attempt was made to reposition the lead, however, the helix could not be extended. The lead was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A helix mechanism test could not be performed due to dried blood/body fluid in the helix housing, however, visual inspection showed the lead tip/helix appeared to be normal with no damage or deformation. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead dislodged nine days post implant. Surgical intervention was undertaken. An attempt was made to reposition the lead, however, the helix could not be extended. The lead was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.